Manufacturer narrative:
The customer returned the suspected contour next link 2.4 meter, contour next test strips and contour next control solution for evaluation. The returned test strips were expired. It was verified that the returned control solution had no lot number and expiration date printed on the label. Further investigation will be performed. The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided. Lot # was not captured as it was missing from the label of the control solution. The model # was not provided.

Event description:
An advocate from germany reported that she received a bottle of contour next control solution from the hospital without a carton, and the lot number and expiration date were missing from the label of the bottle. The advocate stated that she saw the bottle being taken out of the carton at the hospital and the expiration date on the box of the carton was printed as (B)(6) 2021. There was no allegation of an adverse event. The advocate was advised to return the device for evaluation. Replacement meter and test strips were sent to the advocate.

Manufacturer narrative:
Device history records was received for 4 possible lots of contour next control solution which had part # 84168662. All lot #s showed correct labeling. No incidents reported with in-process incident form. Vision system was setup and challenged. It was noticed that there were four rolls of labels used to produce 2600 bottles. This is more than usual and would require a splice each time there is a roll added. This could contribute to a label not being printed with the lot and expiration date. However, all bottles still go through the vision system inspection station which would have rejected a bottle without lot # and expiration date. This is an isolated event.